Manufacturer narrative:
Qc was out of the established ranges after the event, but qc results came within the established ranges after re-calibration. A bci field service engineer (fse) visited the site on (B)(6) 2010, and performed a preventive maintenance (pm). The fse noticed cracking in ratio pump middle chamber. The fse replaced ratio pump cylinders and ran qc and precision tests to verify the repair.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous sodium (na) and chloride (cl) results sporadically generated by synchron lx 20 pro clinical system. The results were not reported out of the laboratory and the example results are shown. There was no effect to patients or users.